Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-03076 for the previous report of elevated ldh. Approximate age of device ¿ 1 year and 1 month. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for the past three weeks with persistently high lactate dehydrogenase (ldh) levels (400-498 u/l). The patient has been treated with bivalirudin for the past three weeks, but the ldh level fluctuates day to day. No further information was provided.